Manufacturer narrative:
Additional information in d1; d4: catalog number, lot number, expiration date, and UDI number; h4; and h6: method, results, and conclusions codes. The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not identify any manufacturing issues that would have contributed to this event. The labeling was reviewed and malpositioning and post-operative device migration are known risks of the device.

Event description:
It was reported the implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and additional instrumentation was implanted.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the implant was found to have migrated post operatively. The patient underwent revision surgery where the implant was removed and additional instrumentation was implanted.